Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was repositioned due to perforation in the ventricle and was confirmed through echocardiography. The lead remains in service. No additional adverse patient effects were reported.